Manufacturer narrative:
This report is for an unknown zip fix implants/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: dhir, u., kumar, a., saklani, r., and jain, v. (2020), post-surgical outcomes after sternal closure using zipfix band and steel wires, international journal of cardiovascular and thoracic surgery, vol. 6 (6), pages 85-89 (india). The aim of this study is to collate the evidence of the effects of the zipfix system along with ss wire on post-surgical complications such as sternal infections and wound complications. Between may 2018 to december 2018, a total of 100 patients (85% male) with a mean age of 59.23 years (sd: 9.50) underwent cardiac surgeries. Surgery was performed using zipfix. The mean follow-up period was unknown. The following complications were reported as follows: 2 patients were complicated with the incidence of sternal infections (superficial or deep) over a follow-up period of 6 months. 1 patient showed sternal wound dehiscence. 1 patient had a myocardial infarction. 1 patient had postoperative delirium. 3 patients had impairment in renal functions. This report is for an unknown synthes zipfix implants.